Manufacturer narrative:
This report is being supplemented to provide additional information provided by the customer: b5: event description: there was no procedural delay. D10/concomitant medical products: gif-q150 (sn: (B)(6); therapy date: (B)(6) 2022.

Event description:
There was no procedural delay.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the defective patient circuit board could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed due to a defective patient circuit board. Heavy dust was also found inside the unit, corrosion was found on the flat cable, and one groove on the front panel was broken, and needed replacement. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that while using the evis exera iii video system center, there was a no image issue when using the device with 190 series scopes. The issue occurred during preparation for use for a diagnostic procedure (endoscopy), and the procedure was completed using the same device with a 150 series scope. There was no patient harm associated with the event.